Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence and indicated that the cuff was not functioning properly. Imaging confirmed that the balloon was intact and functioning as expected. A surgical procedure was performed to replace the existing 5.5 cm cuff with a 4.5 cm cuff. Cystoscopy demonstrated appropriate urethral coaptation. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.